Manufacturer narrative:
(B)(4). . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble decreasing the bolus amount. They tried changing it but nothing happens, it would just blink. The customer was assisted with changing the basal rate. The customer also mentioned that they had experienced a low blood glucose level of 44 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.